Manufacturer narrative:
The probable cause of the reported event was attributed to a burnt flex strip on the potted trigger assembly. The cause of the flex strip damage was not confirmed; however, this may have been the result of an overloaded circuit either from a high current or a prolonged use event. The overloaded circuit may have burned the circuit creating the reported smoke.

Event description:
The tps universal driver was sent in for analysis because it was smoking during testing. There was no patient involvement; no adverse event was associated with the device.